Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) visited the event site and the customer reported that the iabp was not recognizing the fiber optic cable and no waveforms were shown. The stm was unable to duplicate the alleged malfunction. He performed fiber optic tests and cleaned the fiber optic lamps. The iabp ran and passed all performance and function tests. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use, it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. No patient harm or adverse event was reported.